Manufacturer narrative:
Analysis confirmed the reported issue; there was a small nick in the display causing the cursor to intermittently move to that location. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was intermittently not working. The programmer had been in to service for the same issue, but it was re-occurring. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.